Event description:
It was reported that the data from this pacemaker was requested for review by technical services (ts). Ts analyzed device episode data and found stored atrial tachy response (atr) episodes and a ventricular episode due to oversensing of electromagnetic interference (emi) noise caused by a procedure that had occurred at that time a few months prior. This also caused a signal artifact monitor (sam) episode where the minute ventilation (mv) sensor became disabled. No adverse patient effects were reported. Currently, this pacemaker remains in service.